Event description:
Device is not reading accurately. The customer received a result of 200mg/dl at 9am. Customer passed out two hours later and paramedics were called. When paramedics arrived they received a result of 29mg/dl, customer was taken to the hosp where customer was given a dextrose IV. Customer was admitted for several days. No controls were in use. A requst was made for the return of the suspect device and replacement product was sent.